Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room two weeks after the implant procedure due to pocket infection. It was noted that the pacemaker site was red and swollen approximately one-week post procedure and purulent drainage which came out of the wound was also observed. The patient was treated with antibiotics. On (B)(6) 2018 patient was presented in operating room for drainage and antibiotic beads were left within the wound. The patient was transferred to another hospital to treat infection. On (B)(6) 2018 the pacemaker was explanted. It was stated that the primary cause of infection was due to generator explant that took place on (B)(6) 2018 and was caused by staphylococcus aureus. The infection was related to the procedure. There is no known allegation from a health professional that suggests the infection was related to the device. The patient was stable after the procedure.

Manufacturer narrative:
Additional information - analysis was normal. No anomalies found.